Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date between july and aug 2023. Kim, j., choi. Dj., kim, mc., park, e. ¿a case of peritoneal dialysis-related bowel perforation¿. Journal of internal intensive medicine (2026), vol 32, no. 2: 203-204, doi: 10.11768/nkjwzzzz20260221. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported that the patient was hospitalized for peritonitis. Treatment for the event was not reported. On an unreported date, the patient recovered from the peritonitis event. It was reported for two years, the patient was performing pd therapy and once a week hemodialysis therapy. On an unknown date, two to three months after event onset, the patient discontinued pd therapy and switched to hemodialysis only. No additional information is available.